Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient was part of a clinical study. The patient noticed change in her right breast shape on (B)(6) 2020, and had a consultation with a healthcare professional on (B)(6) 2020. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor breast implant on (B)(6) 2020.

Manufacturer narrative:
On 7-dec-2020, mentor received additional information regarding the suspected medical device and date of explantation. The suspected medical device was returned for evaluation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was on (B)(6) 2020. The relevant fields have been updated. On 23-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected. After a thorough analysis, mentor was unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On the previous report, the expiration date was reported as 12-jul-2008. However, after the mre was completed, it was found that the actual expiration date was 31-jul-2008. The relevant fields have been updated. Manufacturer's reference number: (B)(4).